Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the laser system failed to make a continuous curvilinear capsulorhexis (ccc) and made a circular arc cut of the endothelium of the cornea. Additional information has been requested.